Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to the alert triggering for high impedance on the right ventricular lead. Of note, the impedances have fluctuated since implant. The caller inquired about the potential of a lead fracture or device set screw connection issue and will discuss with the physician. Follow up did not yield any additional information as of yet. The device and lead remain in use. No patient complications have been reported as a result of this event.